Event description:
It was reported, that the patient presented to the clinic with discomfort, due to pocket stimulation. And pain at the pacemaker site. Interrogation of the pacemaker noted, that the right ventricular (rv) lead had failed to capture, had unspecified impedance problem and exhibited noise. During the procedure, to cap the rv lead. It was noted, that the patient's subclavian vein was blocked. The rv lead was not capped and was reconnected to the pacemaker. And the pacemaker was reprogrammed. The patient was stable throughout the procedure.